Event description:
Note: date of event is unk. It was reported to boston scientific corp that a multi bite biopsy forceps was intended for use during a colonoscopy on a pt. According to the complainant "when they opened the package, they noticed the distal tip of the device was dislodged from the catheter". Reportedly, the procedure was completed with a second multi bite biopsy forceps and there was no complications as a result of this event.

Manufacturer narrative:
The suspect device has been returned but an eval has not yet been completed, therefore, the cause of the distal tip detachment is undetermined. Once the eval is completed, the results will be forwarded in a supplemental MFR's report. The april 2008 15 month complaint trend report for the multi bite biopsy forceps product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.